Event description:
The customer alleged they received questionable ion selective electrode (ise) potassium and chloride results on their cobas 8000. The customer provided data for five patients, of which three patients had discrepant results that were reported outside the laboratory. All the samples were tested in sample cups that were processed by the customer's modular pre analytics device. The units of measure were not provided. The first patient's initial potassium result was 2.5. The sample was repeated and confirmed with a result of 4.7. The repeat result was issued as an amended report. On (B)(6) 2012, the second patient's initial potassium result was 3.3. The sample was repeated and confirmed with a result of 4.1. The repeat result was issued as an amended report. The field service representative went onsite and found a salt bridge between the reference electrode and the glass block on module 1. The brass screwvis (the vacuum and the sipper) was loose on both modules, but more so on ise module 2. The gear pump pressure was at 200 psi instead of 300 psi. The dilution vessel was dirty. He cleaned both ise modules using hot water and javex including the salt bridge. He cleaned the reagent lines with hot water and javex. He adjusted the gear pump pressure to 300 psi. He tightened the brass screw holding the sipper and the vacuum. On (B)(6) 2012, the third patient's initial potassium result was 4.4. The sample was manually repeated and the result was 3.5. The third patient's initial chloride result was 73. The sample was manually repeated and the result was 97. The incorrect results for this patient were reported to the physician. The customer masked the ises on module 1. The field service representative went back onsite. He checked the grounding of the ise 1 module between the vessel and the ise block, between the electrode and the ise block, and between the ise block and the vessel. They were all ok. He checked the grounding between the vacuum and ise block, and it was sometimes not ok. He added some insulation between the mechanism and the sipper syringe. The verification was ok. He connected a multi meter to several places and did an ise check. He did an ise check which was ok with no noise and no jump. Calibration and quality control were ok. He checked the proper placement of the electrodes including the reference electrode and all were ok. He checked the reference line for air leakage and it was ok. He tightened the valve connectors. He added new sipper and pinch tubing. He took apart the whole electrode area and cleaned it. He checked the sample flow path (sipper probe to sipper syringe) and all seemed ok. He checked and cleaned the liquid waste trap. There were no adverse events. The potassium lot number was not provided and the expiration date provided was 03/2013. The chloride lot number was not provided and the expiration date provided was 04...

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
On (B)(6) 2012, a fourth patient had an initial chloride result of (B)(6) that was released to the ward. The sample was manually repeated and the result was (B)(6). The patient was not adversely affected by this result. The field service representative (fsr) replaced valves 1, 2, 6, 7, and 8, the dilution bath and the ise chamber. The degasser was replaced and the vacuum pressure was confirmed to be ok. The fsr went back on site later and replaced the sipper syringe and the valves from module 1 and module 2. The chloride electrode expiration date was reported in the initial medwatch report as 2004. The chloride expiration date should have been reported as 04/2013.